Event description:
The facility contacted baxter (B)(4) technical services to report an empty intravia container (50 ml) that had a particle in the bag. The customer stated that "when preparing the pca bag after the dextrose was entered, while the narcotic was injected a small plastic looking particle was noticed floating in the bag." The process step that this malfunction was identified was before use. There was no patient involvement; there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The initial MDR incorrectly states that this is a product not distributed in the us and does not have a 510(k) number. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.